Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the second positioning of the transcatheter aortic valve within a functional bicuspid annulus, an infold was observed. The valve and delivery catheter system (dcs) were removed from the patient, and a new system, including a new valve and loading system, were used. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that a misload was identified after the first recapture. The valve was recaptured because it did not appear to be fully expanded, however in the first attempt the infold was not visible. Per the physician, calcium in the annulus and a functional bicuspid valve contributed to the infold. Of note, a procedural delay did occur due to the need for a second valve to be loaded.

Manufacturer narrative:
Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013130528); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0013138564); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis (rpa) lab loaded within the capsule of the delivery system. The galway rpa lab deployed the valve, during which an infold was observed. Following deployment, the valve was forwarded to the santa ana rpa lab. Upon receipt, the valve was received inside a heart valve return kit jar, fully submerged in cloudy 0.2% glutaraldehyde solution. The valve exhibited discoloration consistent with blood exposure. The device was received in a crimped configuration, with the inflow aspect displaying a reniform (kidney-shape) appearance. As received, all leaflets were in a partially open position. Leaflets were stiff at receipt, resulting in incomplete coaptation. All leaflets appeared dehydrated and stiff. Deep creases and framed imprints were present across the leaflet, indicating that the valve had remained in a crimped or compressed configuration for a duration of time. Remnants of coagulated blood were present on all commissures; however, all commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm (approximately 37°celsius) saline bath. Upon exposure, the frame expanded, resulting in resolution of the reniform inflow deformation observed at the inflow. Despite expansion, the valve appeared to retain a compressed state, likely due to extended time spent within the delivery system. No damage, such as bends or kinks, was observed on the frame following warm saline submersion. Due to the returned condition of the valve, a deployment simulation to evaluate against the reported infold and frame expansion could not be performed. Updated data: b5, d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that under expansion was observed with the valve. Additionally, it was confirmed that the infold was first observed after the first recapture.